Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. In addition the patients reports once the pod was removed they had some swelling at the infusion site. As treatment, the patient applied a new pod and administered a correction bolus of 6 units of insulin.

Manufacturer narrative:
The returned device was evaluated and the inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. Inspection of the device found no issues that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.